Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon x-ray review it was noted that besides the broken plate there is also a broken screwshaft visible. Concomitant devices reported: product code: 214.844, lot #: 8184632, quantity: 1, product code: 214.846, lot #: l254115, quantity: 1, product code: 214.848, lot #: 9142634, quantity: 1, product code: 214.848, lot #: 9501414, quantity: 1, product code: 214.850, lot #: 3l40817, quantity: 1, product code: 214.854, lot #: l907577, quantity: 1, product code: 214.854, lot #: 2732299, quantity: 1, product code: 214.870, lot #: 5l42569, quantity: 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that on (B)(6) 2020 that a patient had a revision surgery for a broken angle blade plate that was implanted (B)(6) 2020. It was unknown when the plate broke. The patient had a number of comorbidities that lead to the non union and eventual implant breakage. Concomitant devices reported: screws: trauma(part number unknown, lot unknown quantity 1), 54mm cortex screw (part number 214.854, lot unknown, quantity 1), 50mm cortex screw (part number 214.850, lot unknown, quantity 1), 70mm cortex screw (part number 214.870, lot unknown, quantity 1), 44mm cortex screw (part number 214.844, lot unknown, quantity 1), 48mm cortex screw (part number 214.848, lot unknown, quantity 2), 46mm cortex screw (part number 214.846, lot unknown, quantity 1). This report involves one (1) 95 deg condylar plate 12 holes/80mm/204mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: kwt. Device returned. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon had to revise a broken angle blade plate that was implanted (B)(6) 2020. Patient has a number of comorbidities that lead to the non union and eventual implant breakage. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the condylar plate is broken as complained. The breakage occurred in the shaft region at the first dc hole. The plate presents mechanical damages such as nicks and scratches and the fracture surface presents macroscopic visible curved lines of rest. Dimensional inspection: relevant dimensions ¿ plate thickness and width were checked and found to comply with the specifications. Dimensions were checked with caliper 3-01-20766 per drawing. Plate thickness: measured 5.61mm (spec. 5.6mm +/-0.1mm), result = pass. Plate width: measured 16.12mm (spec. 16.0mm +/-0.2mm), result = pass. Document/specification review: product drawing was reviewed during this investigation. The manufacturing review showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The material and material properties of this condylar plate were determined to be conforming at the time of manufacture. This plate is made of implant grade stainless steel (316l cold worked /1.4441). Summary: the complaint condition is confirmed as the condylar plate was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of 8 pieces was manufactured in august 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. A manufacturing related issue can be excluded. The macroscopic visible lines of rest originate from cyclic loads (load and unload) and are a clear indication of a fatigue process. With the existing comorbidities of the patient (obesity, partial paralysis of the right leg, stiff left knee) we conclude that these patient factors did lead to an early fatigue failure of the osteosynthesis material. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 237.260, lot: 5l24747, manufacturing site: grenchen, release to warehouse date: 07.aug.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.